Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose (bg) level was reported ¿high¿; however, a specific value was not provided. Reportedly, customer reverted to manual injections for insulin therapy. Multiple attempts were made to gather additional information, but the customer did not respond to follow-up attempts.

Manufacturer narrative:
H3, remove "anticipated but not begun", remove h10.